Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had experienced a hypoglycemic event. Patient and his mother were at a store when patient became hypoglycemic and fell. Patient's mother caught him and administered glucose tablets. The paramedics were called. Upon arrival, paramedics took patient's vitals, and determined it was not necessary to transport him to the hospital. Patient's mother reports that cgm receiver did not display the user-select low alert prior to the incident. She reports that the receiver did display the below-55 low alert. At the time of her contact with technical support, patient's mother reported that patient is tired.